Event description:
This is a spontaneous case report received from a physician in (B)(6) on 05-jan-2016. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. Only one essure was placed on the right as salpingectomy was performed on the left. No difficulty was observed during the placement. Plain abdomen x-ray and ultrasound were normal at the control. On an unspecified date, the patient had a pregnancy (device ineffective). Follow-up information received on 25-jun-2016: pregnancy questionnaire was received. Case now upgraded to incident. Patient's medical history included left salpingectomy after ectopic pregnancy. So essure (lot number 68115, expiration date 01-jun-2017) was placed on the right. Insertion was performed during follicular phase. The first day of last menstrual period was (B)(6) 2015. Condom was used as alternative contraception after essure placement from (B)(6) 2015. On (B)(6) 015, essure confirmation test was done via x-ray and transvaginal ultrasound. Confirmation test confirmed tubal occlusion. The patient was advised by the doctor to rely on essure based on the result of the test. The pregnancy was confirmed by the doctor. The patient planned for terminating pregnancy. Essure was in situ after diagnosis of pregnancy. Essure was removed on (B)(6) 2016 via laparoscopy. Regarding location and condition of devices: essure transfixing tubal wall. The methylene blue test was positive. No further information will be available. Follow-up information received on 11-feb-2016: (B)(4). Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. It was reported that essure was transfixing tubal wall (seen as fallopian tube perforation). Essure was removed. These events are serious due to medical significance and listed in the reference safety information for essure. In the present case, plain abdomen x-ray and ultrasound were normal at the control. The exact time interval between essure insertion and the pregnancy was not reported. It was reported that essure was in situ after diagnosis of pregnancy. The exact date and mechanism of fallopian tube perforation were not known. Given the nature of the events, causality with essure cannot be excluded. This case was upgraded to incident since device was removed via laparoscopy. A product technical analysis and further information are expected.

Manufacturer narrative:
A safety-quality evaluation was received on 09-may-2016, referring to ptc global number (B)(4). Lot number: c68115; manufacturing date: 16-jun-2014; expiration date: 30-jul-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 10-may-2016 for the following meddra preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. It was reported that essure was transfixing tubal wall (seen as fallopian tube perforation). Essure was removed. These events are serious due to medical significance and listed in the reference safety information for essure. In the present case, plain abdomen x-ray and ultrasound were normal at the control. The exact time interval between essure insertion and the pregnancy was not reported. It was reported that essure was in situ after diagnosis of pregnancy. The exact date and mechanism of fallopian tube perforation were not known. Given the nature of the events, causality with essure cannot be excluded. This case was upgraded to incident since device was removed via laparoscopy. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.